Event description:
Additionally, patient reported "right side capsular contracture baker grade IV occurred 9 months after implantation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and red particles on fill channel. Leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Additionally, patient reported "right side capsular contracture baker grade unknown occurred 9 months after implantation."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.